Event description:
After the stent was deployed in a calcified and tortuous lesion in the circumflex, the balloon ruptured at unknown inflation pressure. An nc balloon was used to inflate the stent. There were no adverse effects to the patient.